Event description:
It was reported that the bd poshiflush xs's plunger was difficult to move. Report 1 of 2. The following was received by the initial reporter: several syringes of this batch block when emptying. This means that a strong resistance occurs after approx. Half of the syringe. We have an example on our premises. This always causes confusion for the customer. Since there are 2 options. Either the catheter is blocked. Or the syringe is not in order. The catheter has been checked. The syringes are slightly crooked. We suspect a connection. There has been no patient damage so far.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-jul-2023. H6: investigation summary a device history record review was completed for provided material number 306572 and lot number 3054816. The review did not reveal any possible non-conformances that could have contributed to this incident. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. The syringe sample was outside of its packaging and 8.5ml of saline had been expelled. Force testing was completed on the returned sample and no signs of plunger movement difficulty could be identified. Through visual inspection of the syringe, we were unable to confirm the reported defect of crooked syringe/plunger. At this time, an exact cause could not be determined for the reported issues.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd poshiflush xs's plunger was difficult to move. Report 1 of 2. The following was received by the initial reporter: several syringes of this batch block when emptying. This means that a strong resistance occurs after approx. Half of the syringe. We have an example on our premises. This always causes confusion for the customer. Since there are 2 options. Either the catheter is blocked. Or the syringe is not in order. The catheter has been checked. The syringes are slightly crooked. We suspect a connection. There has been no patient damage so far.